Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-26807.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 174 mg/dl. The customer does use the sensor feature. They were able to complete the rewind sequence. The customer also mentioned that they were dissatisfied with the sensors. The discontinuation of the device was advised. The customer also mentioned that in the insulin pump had alarmed motor error in the past but when they called for assistance they were told to just rewind the device. Nothing further was reported.